Event description:
On-duty rn reported to rt that a ventilator had stopped functioning. Screen displayed a technical fault number and made a "loud beeping alarm sound". Patient "sedated down to low 50's and brady down to 90's" but returned to "normal vital signs" while manually ventilating. Ventilation device was replaced with a different unit. No reporting of patient harm.